Event description:
(B)(4). During follow up, noise resulting in oversensing was observed on the device and right ventricular lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.